Event description:
The customer reportedly obtained a 500 mg/dl and 150 mg/dl on the accu-chek aviva system within a ten minutes timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer states that she has depleted the stock of strips used during the event. The suspected product is unavailable for return; replacement was sent.